Manufacturer narrative:
A device history record review was performed and the device was found to have met all specifications. The sterilization records were reviewed and there were no deviations found during the process. Review of complaints does not show any similar reports related to a device failure. The report stated that the physician did not believe that the event was related to the product. The other reports related to the observational study are: 1219977-2014-00055, -00056, -00057, -00058, -00059, -00060, -00062, -00063, -00064, -00070, -00074, -00077, -00098.

Event description:
The reported event was from an observational study for a femoral popliteal bypass surgery (fem-pop) with a flared-end graft. The graft was implanted in the patient's left lower leg. The graft was occluded 7 months postoperatively due to thrombus.